Event description:
Director of nursing observed resident wedged between the foot end of the right head siderail and the mattress. The patient's head and right arm were inside the bed and her torso and left arm were outside of the bed. The bed was in the low position, the head section was elevated approximately 10 degrees, the knee was gatched, and all four siderails were in the up position. The entrapment occurred in zone 5.

Manufacturer narrative:
The hill-rom field technician found that the bed functioned properly. The mattress on the bed was a kci therarest s.m.s. Perimeter plus (non hill-rom). The siderails had siderail inserts. The facility did not install a hbsw kit on the bed.